Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to mw5106645.

Event description:
User reported a false negative result. Negative on pcr.